Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the device's sensor board was found to be faulty. The device's sensor board was replaced to address the issue. The sensor board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation, the root cause of the faulty sensor board was found to be due to contamination of the mt2 pressure transducer on the sensor board.